Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that prior to a vitrectomy procedure the forceps locked, it would not close. The case was initiated and completed using an alternate forceps. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting the lot number of the forceps is unknown as the sample is no longer available.

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. A sample was received the with original blister and cover foil. The device history records for the affected lots were reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. The sample was visually inspected. The customer¿s complaint was confirmed. Forceps could not be closed. The first inspection showed that the insert and the extension tube were no longer fixed in the handle, therefore, the sample has been investigated destructively. It resulted that the bonding procedure was performed correctly. All connections between the insert/ extension tube and the instrument meets specification; glue is visible. The destructive investigation did not determine the cause of the damage. It is confirmed that the connection between the insert and the handle failed but the root cause could not be identified. The manufacturer internal reference number is: (B)(4).